Manufacturer narrative:
(B)(4). Date sent: 10/5/2023. B3: event year only reported: 2023. D4 batch #: t94v16. Investigation summary. The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was received with no apparent damage. It was connected to a generator, evaluated with a test instrument and the hand activation feature was non-functional. However, it worked properly with footswitch assembly. The instrument was disassembled to perform an internal electrical test that revealed a hand activation open circuit condition at the cable level, affecting the functionality of the handpiece and evidence of remanufactured activities and component replacement was noted. The internal hand activation wire was different from the standard wire used at the current ees manufacturing process. In addition, the moisture indicator was noted to be positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However, no definitive root cause could be drawn. This has been identified as a remanufactured handpiece. Although no conclusion could be reach on the cause of the reported event. It is probable that the remanufacture process rendered in the ingress of moisture affected handpiece hand activation functionality. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number t94v16, and no non-conformances were identified.

Event description:
It was reported that after an unknown procedure the customer has returned the scalpel reported 75 uses, 100 uses warranted.